Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as a broken skin area. The patient saw her doctor and was advised to use hydrocortisone cream and a gauze to the area. Follow up was completed and the patient's skin irritation was improved.